Manufacturer narrative:
Device was used for treatment, not diagnosis. The age, weight, ethnicity and race of the consumer were not reported. UDI: (B)(4). Device has been requested to be returned for manufacturer review/investigation but has not yet been received. Device evaluation/investigation could not be completed as product has not yet been returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer reported that they have a container of reach dental floss and the end of the plastic insert with the cutter on it broke off during use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device, it was confirmed that the metal cutter was completely separated from the insert assembly. However, cutter was not returned from consumer. It is unknown how the product was being used at the time. At this time, no conclusion is able to be drawn about the cause of the metal cutter separation as no additional information is available regarding the use of the device. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 19, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.